Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 469 mg/dl. A supply change was performed resolving the occlusion. System check could not be performed as the event occurred in the past.